Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient unable to increase stim and return of leakage. Patient had to move daughter to an apartment, it was a lot of work and they were tired and they noted leaking even though, they felt pulsating of stim. Caller noted another instance of leakage, when they tried to increase stim and they were not able to increase. Patient attempted increasing stim today but stim was off so patient turned ins on and was able to increase as desired. Patient did not know why leaking happened if it was related to something they ate etc. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that they really did not know the cause of sudden leakage. They put in a "besure" pad and change often. On weekend, they had more leakage on (B)(6). Patient weight was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient recently started exercising more in the form of brisk walking, but that it was not power walking. Patient stated they might walk a mile away without bringing their programmer. Patient reviewed they did not know if it was related to the walking or diet but the thing they strapped on their back per their spine not being healed because it pushed on their stomach. Patient mentioned that they had an unrelated lower lumber surgery before ins implant and that their spine never healed and they were still in pain. Patient strapped something on their back since their spine did not heal and wondered if that could have contributed to the sudden loss of therapy. It was mentioned patient had increased stimulation to 1.3v and felt it pulsating lightly and did not keep them awake but that it was annoying. No further complications were reported.